Manufacturer narrative:
Additional procode = dro. The malfunction was duplicated and the ECG board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pace functions. Complainant indicated that there was no patient involvement in the reported malfunction.